Manufacturer narrative:
Return requested. Replacement spinous process tall clamp shipped to site 12/22/2015. Medtronic investigation of returned suspect spinous process tall clamp finds that, as reported, the retainer ring has been broken free of the adjustment screw. The adjustment screw had been turned beyond the limit of the clamp breaking off the retainer ring. The screw otherwise turns without issue. Without the connection between the adjustment screw and the clamp jaws, not able to set the clamp. Physical damage - pieces broken.

Event description:
A medtronic representative reported that, following a spine procedure, that the site scrub technician was disassembling the instruments after surgery and the washer from the spine clamp broke off. The surgeon stated that it was difficult to tighten the clamp and the scrub tech was attempting to figure out what could have been causing the issue when the washer broke off. The surgeon had already completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.